Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that the insulin pump has been broken and not functioning. Customer's father stated his son had been playing and fell on the device, causing it to crack and the interior components to fall out. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to broken battery tube wires. Insulin pump received with cracked and detached end cap and missing motor assembly. Insulin pump had a cracked case at display window corners, battery tube threads and scratched display window.